Manufacturer narrative:
Investigation completed 07/25/2017. Device history record reviewed for product ID a3101 work order # 130642 serial # (B)(4) manufactured on 04/24/15 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back from 06/23/2015 to 06/23/2017 for this reported failure using key words "slipping" for product ID a3101 shows that 5 complaints were received including this case. Report of slippage was unconfirmed when the unit was tested. The unit did not slip but failed to slip at the 75 pound slip test (5c). Root cause is undetermined; however, the base unit should be inspected at 1/2 year intervals by an integra neurospecialist per the instructions for use. The base unit should be sent back to integra repairs department for detailed inspection and servicing at yearly intervals.

Event description:
The patient was prone in pin headrest. During the procedure, the mayfield slipped causing the patient's chin to rest on the bed. The surgeon thinks that the mayfield was not holding position. There was no patient injury. Revision/medical intervention was not required. There was no delay in surgery. Additional information has been requested.